Manufacturer narrative:
B. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 5.1, reference: 3.0, mean: 4.05, confidence limits: 2.3-5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Conclusion: data comparison was within confidence limits. As of 2/25/2010, product is not expected to return and no strip lot information was provided. No further investigation will be pursued. Patients condition related to inr testing is not provided. Product deficiency was not established; corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 5.1, lab: 3.0.